Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit 2 piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: syringe plunger is not tight and an unmeasurable amount of drug is pushed past the syringe plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jun-2023 h6: investigation summary: a device history record review was completed for provided material number 300296 and lot number 2303185. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) samples were returned for evaluation by our quality team. The samples were examined and no signs of leakage were identified. Twenty (20) retained samples were previously obtained from the manufacturing facility for evaluation; however, none of the retained samples had any defects. Although we were unable to reproduce the reported issue, per the provided feedback, it is possible that the reported leakage resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported while using bd discardit 2 piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: syringe plunger is not tight and an unmeasurable amount of drug is pushed past the syringe plunger.